Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty ring in the mitral position was implanted and explanted the same day for unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that during the implant of this annuloplasty ring in the mitral position, after the ring was implanted, there still was severe regurgitation. Upon examination, the surgeon found that the patient had a shortened chordae and restricted motion of the leaflet. Consequently, the ring was removed and a bioprosthetic valve was implanted. There was no allegation against the ring. No adverse patient effects were reported.